Event description:
An 8f angio-seal vip was deployed in a left common femoral artery (lcfa) puncture following a pre-deployment angiogram. During deployment, it was noticed that the tamper tube did not meet resistance and continued to travel down the suture through the tissue tract. The suture was cut and the tamper tube was removed. No bleeding occurred. Angiography by contralateral access revealed what looked to be the collagen. The collagen was pushed against the wall of the lcfa with balloon angioplasty. Post angiography showed good flow through the region and good run off. Distal pulses showed no change from pre-procedure. The pt was watched overnight. The pt is now stable.

Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of analysis, a supplemental medwatch will be filed.